Event description:
It was reported they stuck the patient and got blood flow thru the needle. They inserted the guidewire thru the needle without any resistance. Pulled out the needle and inserted the split needle. They could not get it all the way in. They tested to insert the catheter but they could not insert it into the vessel. They asked a colleague and after that they tried to insert the guidewire again. They did not used force but it stuck when they tried to pull it out. They pulled out the split needle without problem but the guidewire was stuck. After consulting a colleague the screwed the guidewire and they could pulled it out. After that they saw that the guidewire was broken and a thin metal wire was still in the patients arm. They called two doctors but they sent the patient to intervention radiology who pulled it out without problem. The patient did not get any injured arm or vessel.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx2724 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed. One 0.018 in. Nitinol guidewire and one 4.5 fr x 7 cm microintroducer sheath were returned for evaluation. An initial visual observation showed use residue on the returned samples. Multiple bends and kinks were observed in the returned microintroducer sheath. The distal end of the returned guidewire was observed to be broken and the coiled wire of the guidewire was found to be unraveled. A microscopic observation revealed the break site of the core wire was slightly tapered with a mostly flat and granular fracture surface. The break site in the coiled wire was observed to be flat and angular with a mostly smooth fracture surface. The majority of the coiled wire was found to be unraveled. The characteristics observed on the returned guidewire are indicative of a tensile failure caused by excessive pulling forces on the guidewire. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. As a note, normal movement of the guidewire is away from the sharpened bevel of the introducer needle and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported they stuck the patient and got blood flow thru the needle. They inserted the guidewire thru the needle without any resistance. Pulled out the needle and inserted the split needle. They could not get it all the way in. They tested to insert the catheter but they could not insert it into the vessel. They asked a colleague and after that they tried to insert the guidewire again. They did not used force but it stuck when they tried to pull it out. They pulled out the split needle without problem but the guidewire was stuck. After consulting a colleague the screwed the guidewire and they could pulled it out. After that they saw that the guidewire was broken and a thin metal wire was still in the patients arm. They called two doctors but they sent the patient to intervention radiology who pulled it out without problem. The patient did not get any injured arm or vessel.